Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Complaint confirmed with crf report. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were reviewed and found the patient experienced pain, difficult ambulating, difficult with adls, swelling, clicking, and stiffness. Radiographs assessment identified radiolucency of the tibial and femoral components. Radiographs assessment also identified heterotopic ossification near femur and patella. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Concomitant medical products: femur cemented cruciate retaining (cr) catalog # 42502605801 lot # 62477299; natural tibia cemented 5 degree stemmed left size e catalog # 42532007101 lot # 62881587. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01536, 0002648920-2019-00268. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient underwent a left total knee arthroplasty and subsequently fifteen months after the procedure the patient experienced radiolucency of the tibial and femoral components. As well as pain, difficulty ambulating, difficulty using stairs, catching, clicking noise, swelling, stiffness, loosening, limited or decrease in activity of daily living and heterotopic ossification of the femur and patella. The patient further notes that the knee never feels "normal" and the knee feels like it will give away.